Event description:
Drew up the diluent of the vaccine using the vanish point syringe 3ml 25g. Nurse injected the diluent in the vaccine concentration vial, when pushing fluid into vial the needle back into the syringe and pulled back half of the fluid back into the syringe. Discarded syringe and restarted process with new syringe without difficulty. FDA safety report ID# (B)(4).